Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to an issue with the xy board resulting in the stylus being unresponsive on the touchscreen. It was also noted that the printer was not working. The left and right keyboard hinges and side rails were broken. The keyboard front latch was broke. The cooling fan was noisy. The bullet assembly was missing. The handle was cracked. The cable of the radiofrequency head was worn out with cores twisted inside the cable but was still functional. The anti slip layer of the radiofrequency head was ripped off. The bezel has small damage that was considered acceptable. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.